Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated an erroneously elevated accutni patient result within the risk stratification range of the assay for one patient. This result was not reported out of the lab. Repeat testing of the patient sample produced a lower result within the normal range of the assay. There was no change in patient treatment in connection to this event. Quality control (qc) performance passed within the customer's established ranges on the date of the event. System checks passed within instrument specifications for the customer on (B)(6) 2012. Customer reported that patient samples were collected in 16 x 100 mm lihep plasma gel tubes that were centrifuged for 10 minutes at 1750 rcf (3150 rpm). Field service engineer (fse) evaluated the instrument on (B)(4) 2012, and removed and cleaned the wash carousel. Fse replaced the aspirate probe peri-pump tubing and aspirate probes. Fse also cleaned the wash valve. Fse did not indicate any specific hardware malfunctions were observed during the service visit. Fse verified that hardware performance was acceptable by performing a passing high sensitivity system check within instrument specifications. Failure mode for this event is unknown and could not be determined.

Manufacturer narrative:
Fse removed and cleaned the wash carousel. Fse replaced the aspirate probe peri-pump tubing and aspirate probes. Fse also cleaned the wash valve. -